Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s (B)(4). (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -9.0/+1.0/100 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting and lens rotation. The patient experienced blurred vision. The lens was exchanged for a longer lens and the problem was resolved. The vault is adequate and patient is extremely happy.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with clear surgical residue/ debris on the product. Visual inspection found the haptic bent; the lens missing a piece of its haptic and presence of residue and debris on surface of the lens. Method: no additional similar complaint type events were found within the associated lot. (B)(4).